Event description:
Per the clinic, the patient experienced an inflammation and skin overgrowth around the abutment site (specific date not reported). The patient was placed under general anesthesia on (B)(6) 2023, in order to perform skin revision and to replace the abutment. The patient was also treated with topical and oral antibiotics (specific date and duration not reported). The implanted device remains.